Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they have tested only positive with cvs health and quickvue otc tests since 11/26/2022 and has tested negative with pcr. An estimated 5 additional consumer events were also communicated which are captured on separate reports.